Event description:
The bronchovideoscope was returned to the service center with a report of a suspicion of a broken handle/lever. This does not indicate an MDR reportable event. However, a MDR reportable failure was found during testing at the service center. During inspection of the device, a burned distal end insertion part was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the burned distal end malfunction: cause traced to stress problem identified; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to inform correction to section h9 in the previous initial MDR report submitted under report no. 9610595-2026-28110 corrected fields: d5 - operator of device and h9 - corrective action # upon review of the complaint record, the section: d5should have been noted at other, olympus h9 - corrective action # was incorrectly noted as fy24-omsc-08. It should be 3002964398-09/13/2023-001-c please refer to the updated sections d5 & h9 for the updated information.